Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. It was noted that the returned sample was connected to an extension set. The extension set was removed, and a leak test was performed on the sample. No leakage was observed during testing. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.152 inches, which meets specification. A review of the discrepancy management system (dsms) database was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the reported issue could not be observed or replicated. The sample is within specification. The complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "set tubing kept getting air bubble alarm. Tried troubleshooting by flicking bubbles out of tubing. A different pump was used and still had air bubble alarm. Tubing may have been the issue."